Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed a hematoma around the ipg. The hematoma was drained and the patient has recovered without sequelae. The patient is currently using the device to find effective pain relief.